Event description:
The clinician reports that the day the implant was placed in ada 4, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.